Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU), documentation, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned to aid the investigation and no photographs of the failure were provided. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A performer mullins guiding sheath was being used in a patent foramen ovale closure procedure. It was reported that the patient subsequently developed deep vein thrombosis. No unintended section of the device remains inside the patient¿s body. No other information was provided, but additional questions regarding patient risk, pre-existing conditions, and device association were asked.